Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that patient went into anaphylactic shock after a PICC line placement. Facility reported that "this same thing happened to this patient last year and we thought it was lidocaine". ER doctor decided to pull the catheter from the patient, since the patient had only made slight improvements, after the line was pulled patient recovered within four minutes. Patient spent four days in intensive care and two days on the medical floor before he could go home.